Manufacturer narrative:
A covidien customer service engineer (cse) evaluated the 840 ventilator, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), and upgraded the software to the current revision. All required calibrations and tests were performed, and the unit was operating within manufacturer's specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator stopped cycling, and became inoperative. There was no pt involvement.